Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-03541. Follow up revealed that the patient was stable post operatively and without complications. The patient will return to pharmacotherapy as no intervention is needed.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-03541. It was reported that during the patient's permanent implant procedure on (B)(6) 2018, the physician was unable to implant the patient's drg left l5 lead due to patient's anatomy. Reportedly, the physician was able to place the drg right l5 lead successfully but was then removed. As a result, the procedure was abandoned.